Event description:
It was reported that the peripheral optic and haptic of the lens became opaque in the pt's eye post implant. Add'l info has been requested, but has not been received.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.